Event description:
This device was returned with documentation from biotronik representative. This system was removed due to infection. This system was not replaced. Philos sr, MDR 1028232-2009-00110.